Manufacturer narrative:
The reported events were intermittent loss of capture and ¿tie down sutures were not tight¿. A complete lead was returned in one piece. The reported event of intermittent loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Dimensional analysis of the suture sleeve diameter was performed and found to be within specification. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for a follow-up visit at the clinic. The patient experienced mild symptoms. Upon interrogation, it was found that the right ventricular (rv) lead exhibited a high capture threshold, which resulted in intermittent loss of capture. The physician elected to replace the rv lead. During the rv lead revision procedure, the physician noted that the tie-down sutures were not tight and was able to easily extract the existing lead. The rv lead was explanted and replaced. The patient was stable before, during, and after the procedure.